Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) in less than four years and did not meet expected longevity. It was also reported that the right atrial (ra) lead appeared to be dislodged on fluoroscopy and had high thresholds. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 5076 x2 implantable pacing leads, (B)(6) 2004. (B)(4). This device was included in that field action, but returned product testing found the device did not perform as described in the field action.